Manufacturer narrative:
Complaint record ID #(B)(4).

Event description:
It was reported that the physician had been repositioning and manipulating the intra-aortic balloon (iab) when the console generated a fiber optic sensor failure alarm. They then connected the transducer and zeroed the iab, but could not get the alarm/message to stop. The getinge representative advised them to remove the fiber optic cable. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional reporter: (B)(6) . The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Manufacturer narrative:
Correction to medical device ¿ problem code (0): remove 4003 device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The returned sheath was not a maquet product. The extender tubing was also returned cut in two parts. A kink was found on the catheter tubing approximately 31.2cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 64.8cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.